Event description:
After an implantation period of approx. 61 months, an unexpected decrease of the remaining battery charge was observed. Device currently remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
Device was received for evaluation. Explant date is currently unknown. The device was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated and all production steps were performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. Upon receipt, the pacemaker could not be interrogated properly, and no anti-bradycardia pacing was present. Therefore, the device was opened and subjected to further investigation. The visual inspection of the inner assembly showed no anomalies. The measurement of the battery voltage confirmed a depleted battery. The battery was disconnected from the electronic module. The electronic module was attached to an external power supply to check the functionality of the electronic module. A thorough investigation did not show any abnormality. All therapy functions were available and worked as expected. In particular, the current consumption was directly measured and proved to be normal and expected. The battery was sent to the manufacturer for further analysis. The manufacturing records of the battery were inspected, documenting that the battery parameters were within specification during the battery manufacturing. No anomalies were documented during the production process, associated with this battery. The battery was subjected to a visual and an electrical inspection as well as a microcalorimetry analysis. The visual inspection of the battery did not reveal any external signs of damage. The measurement of the battery voltage confirmed a depleted battery and the microcalorimetry analysis showed an elevated heat dissipation. Next, the battery was opened for destructive analysis. The inspection of the inner assembly identified internal short circuit, which led to an elevated internal self-depletion within the battery and therefore contributed to the clinical observation. In conclusion, the battery was found depleted. The therapeutic functionality of the device was tested with an attached external power supply and proved to be fully functional. Further investigations revealed an elevated internal self-depletion within the battery was found to be the root cause for the clinical observation.